Event description:
In 2009, the pt reported that her blood glucose was elevated to 321 mg/dl when she woke up this morning and she bolused one unit of insulin. She disconnected from her infusion site and bolused 5 units but no insulin dripped from the end of the infusion tubing. To troubleshoot, the pt was instructed to disconnect from her infusion site and to perform a prime. After 12 units were primed insulin dripped from the end of the infusion tubing. She stated there was an air bubble in the infusion tubing that was not moving. She was advised to change the infusion tubing. She was able to prime to new tubing and a steady flow of insulin dripped from the end. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.